Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation; however, the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred due to insufficient knowledge the user had about the equipment because the instructions for use was not read carefully. However, a definite root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for use: "oer-4 IFU: operation manual. Chapter 4 reprocessing operations: 4.18 disinfecting the water supply piping. Disinfection of water supply piping is required in the following cases. Before using this equipment for the first time (after installation of the water filter). Immediately after replacement of the water filter. Whenever bacteria in the water supply piping is identified. Before using the device when it has not been used for more than 14 days. Chapter 3 inspection before use: 3.9 checking the disinfectant solution concentration level: when cleaning and disinfecting endoscopes, always use an acecide checker or portable concentration checker to check that disinfectant is at effective concentration. Be sure to replace disinfectant before it loses its disinfecting effect. Check the disinfectant concentration using an acecide checker or portable concentration checker every time you disinfect an endoscope. Neglecting to perform this check may result in insufficient disinfection. Also, be sure to replace the disinfectant before it loses its disinfecting effect." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor had a lack of disinfection in the water supply pipes and the disinfectant concentration had not been determined. In addition, it is possible that scopes/accessories suspected of poor reprocessing were used on patients. The issue occurred during reprocessing. There were no reports of patient harm.